Event description:
It is reported that the pt was revised due to infection, loosening, and femoral component displacement.

Manufacturer narrative:
Evaluation summary: a complaint search yielded no additional complaints against this device in the last 12 months. Additionally, no additional complaints have been received against this lot. The manufacturing lot specified in this complaint was processes according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Evaluation: a review of the device history records were found conforming; indicating the device was manufactured, inspected and packaged to specifications.